Event description:
Patient presented with aaa with a hostile neck (angled, calcific) and an iliac aneurysm. The plan was to deploy a gore endograft to address the aaa, snorkel the accessory renal and cover and exclude the right iliac aneurysm and hypo and then place imp-fx-12 to fully exclude the sac. The physician deployed the endograft without incident. He placed a 6f rabbe sheath in the sac and proceeded to deploy 40 plugs in the main aneurysm and then repositioned his catheter in the right illiac to deploy 32 more plugs there. As he was completing the iliac portion and removing his 6f delivery catheter, 4 plugs past the stent and into the right common femoral artery. He advanced a 16-lightning catheter and removed the 4 plugs without incident. They then noted a plug floating above the graft in the true lumen of the aorta. It migrated into the right renal artery and embolized. The physician tried to remove the plug using both a snare and the lighting declot system with moderate success. He then placed a 6x6 zilver stent across the plug to exclude it. The physician then noted 3 more plugs had passed the stent graft into the aorta and down the sma. The physician used an ensnare to attempt to remove it with minimal success. He then finished the case and sent the patient to the or to try and remove the plugs using an open approach. In the or, the physicians were able to remove two of the three plugs from the sma and the patient is in stable condition. The physician was unhappy with the lack of seal at the neck and the deployment of the plugs so close to the proximal neck of the graft.

Manufacturer narrative:
A review of the lot history record and accompanying lot release report identified no quality issues related to device performance. A benchtop investigation did not occur because devices were either discarded or remain in the patient. The impede-fx IFU for the united states, ifu1196 rev a, states that users "should exercise clinical judgement when using the impede-fx embolization plug in anatomy that may lead to unintended device placement and/or movement (i.e., high flow vasculature, large luminal vessel diameter)." Additionally, the phsyician noted, during the case, that there was a poor stentgraft seal due to calcification and angulation. Therefore, based on the information received, the most probable root cause for the reported incident is a poor stent graft seal, as noted during the case. The patient was in stable condition at the end of all procedures (planned and unplanned intervention) and no serious injury was reported. Shape memory medical complaint reference number: (B)(4).